Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) ) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The reported complaint of "after multiple attempts to rotate the driveshaft to "home" position, the platform displayed the ua45 error again" was confirmed during functional testing. The root cause of the reported complaint was the driveshaft not to be at "home" position due to the worn-out shaft lock plunger and the sticky clutch plate, attributed to wear and tear. The shaft lock plunger was replaced, and the sticky clutch plate was deburred to remedy the fault. The autopulse platform was manufactured in october 2013, and it is over 7 years old, has exceeded its expected service life of 5 years. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. During troubleshooting the problem, it was noted that the clutch plate was sticky, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear and/or frequent use of the device. The sticky clutch plate was deburred to address the issue. Further functional testing revealed that the shaft lock plunger was worn out, and its pin could not be properly locked into the integrated encoder gearbox driveshaft. Consequently, the driveshaft would turn freely and would not remain at the "home" position. Therefore, the user was unable to clear the ua45 error, confirming the reported complaint. The shaft lock plunger was replaced, and subsequently, the driveshaft was rotated to "home" position to clear the ua45 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4) ) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user performed multiple attempts to rotate the driveshaft to "home" position to clear the ua45 error. However, once the autopulse was re-started, the platform displayed the ua45 again. No patient involvement.